Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h4, event site email.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during coil cable change cardiosave intra-aortic balloon pump (iabp) unit has error code f7 displayed on executive processor board. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Correction: report source. A getinge field service engineer (fse) states, after replacing completing coil cord fca, found error code f7 was displayed on the executive processor pcb. Replaced front end pcb due error code f7. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use.